Event description:
Same case as MFR # 2134265-2012-03590. It was reported that during a renal artery dilatation procedure, the balloon catheter froze on the guide wire. The target lesion was located in the moderately stenosed renal artery. While advancing a sterling balloon catheter over a v14 guide wire, the catheter froze on the wire and the physician was unable to move the balloon catheter forwards or backwards. The physician was able to remove everything as a system and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
Same case as MFR # 2134265-2012-03590. It was reported that during a renal artery dilatation procedure, the balloon catheter froze on the guide wire. The target lesion was located in the moderately stenosed renal artery. While advancing a sterling balloon catheter over a v14 guide wire, the catheter froze on the wire and the physician was unable to move the balloon catheter forwards or backwards. The physician was able to remove everything as a system and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Correction: upn corrected from m001468660 to m001468520, catalog/model # corrected from 46-866 to 46-852. Device evaluated by MFR: visual inspection was performed on the returned guidewire; the device presents distal tip damaged and peeled sections along the body. There were multiples kinks and bends in the last 196-200cm from the proximal end, additionally the last 0.1cm of the wire has the polymer sleeve detached. There is no evidence of corewire fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: approximately (B)(6) years of age. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).